Manufacturer narrative:
Attempts to retrieve the device for analysis have been unsuccessful. The explanting hospital has a policy of retaining all explanted devices.

Event description:
Boston scientific crm received information that this device declared end of life due to long charge times during middle of life. The device was explanted and replaced without incident. There were no adverse patient effects.